Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unreadable. Reportedly, display issue blocked most of the screen. Additionally, it was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 180-250 mg/dl.